Event description:
It was reported that during the procedure, it was noted that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Based on the information currently available; the cause of the reported issue cannot be determined.

Event description:
It was reported that during the procedure, it was noted that the polytetrafluoroethylene (ptfe) coating was peeling at the proximal end of the guidewire. There was no clinical consequence to the patient.